Event description:
Received medwatch (B)(6) on 01/21/2010 stating that easy cap ii co2 detector did not change color to indicate proper ventilation of pt. (B)(4).

Manufacturer narrative:
Attempts have been made to contact the reporter for more info with no success. It is unk what the initial color was out of the package; how long the easy cap ii was in use for; if confirmed six breath cycles. Standard clinical assessment should be used to confirm proper position of the endotracheal tube within the trachea.